Event description:
It was reported that the pulse genrator exhibited a high current drain. The patient was scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.